Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following field has been updated with corrected information: d1, d4, g1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-apr-2022 to 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station started to patch windows updates unexpectedly. The case (B)(4) was opened to find the root cause analysis for this case (B)(4). A technical support specialist investigated and isolated two potential sources behind this incident. First, a series of unusual errors forced users to resort to powering off the device. The second has been caused by an unstable power source, possibly nearing failure. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia system es unexpectedly went into windows updates while patient is on the table during a esophogastroduodenoscopy procedure. Customer mentioned there was no delay, but the provider had to leave the room to retrieve medications. With addition to propofol medication, primary agent and the medication required to maintain adequate hemodynamics during an anesthetic were stored in the station were unable to access. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station started to patch windows updates unexpectedly and the customer requested manufacturer to investigate the reported behavior of the station. A technical support specialist is investigating the station to determine the root cause, if any additional information becomes available about the investigation findings, there will be a supplemental MDR. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system es unexpectedly went into windows updates while patient is on the table during a esophogastroduodenoscopy procedure. Customer mentioned there was no delay but the provider had to leave the room to retrieve medications. With addition to propofol medication, primary agent and the medication required to maintain adequate hemodynamics during an anesthetic were stored in the station were unable to access. There were no adverse events or injuries reported based on this incident.